Event description:
Smiths medical international ltd., has been notified of an event of the inflation line detached after one day use. The device was pretested per the instructions for use. Event occurred at hospital in another country.

Manufacturer narrative:
Results evaluations: the sample for this event has been received and forwarded to the manufacturing site. Upon completion of the investigation, a follow up report will be submitted.